Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A tissue entwined in the helix and a deformed helix was observed during visual inspection which may have been a contributing factor in an unsuccessful helix mechanism test. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Laboratory analysis did identify lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report was created to capture the additional information received which indicates that helix was bent after attempting to place in a deep septal location. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. This report is being submitted to correct the patient information fields (a) in section a and model number field (d4) in section d, suspect medical device.

Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information received which indicated that helix was bent after attempting to place in a deep septal location. This brady lead was returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that helix was bent after attempting to place in a deep septal location. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. This report is being submitted to correct the patient information fields (a) in section a and model number field (d4) in section d, suspect medical device.

Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information received which indicated that helix was bent after attempting to place in a deep septal location. This brady lead was returned for analysis.

Manufacturer narrative:
This report is being submitted to correct the patient information fields (a) in section a and model number field (d4) in section d, suspect medical device.

Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.